Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, metallosis and significant trunnion wear were noted. As the implanted stem could not have a new head implanted on it, the surgeon decided to revise the stem, head, and liner. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, metallosis and significant trunnion wear were noted. As the implanted stem could not have a new head implanted on it, the surgeon decided to revise the stem, head, and liner. Rep confirmed there are no allegations against the revised liner.